Manufacturer narrative:
The device was received with a blank display due to moisture damage on the electronic assembly. The motor assembly was found with traces of moisture. They were unable to test for the displacement test due to a blank display. The unit had a minor scratched lcd window and a cracked end cap.

Event description:
The customer's family called in to report water damage to the insulin pump due to going swimming with the device on. It was also reported that the device had a crack on the side near the sticker. The customer's blood glucose level was 166 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and agreed to return the product for analysis.